Manufacturer narrative:
As reported in a research article valve stenosis was noted four years after the device was implanted and the patient passed away due to unknown causes about five and a half years after the valve was implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications a more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the reported stenosis could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that on 30 june 2014, a 25mm trifecta valve was implanted during an aortic valve replacement. In may 2018, an ultrasound was performed which showed moderate valve stenosis with no leak. The aortic surface was measured at 0.89 cm² in favor of a non-tight aortic stenosis. The diameter of the flush chamber was 22 mm. The subaortic velocity time integral was 18 cm. The aortic velocity time integral was 77 cm. The aortic maximum velocity was 330 cm/s. No aortic insufficiency was observed. The valve was not replaced. In december 2020, the patient passed away due to unknown causes. No additional information was provided. This is conservatively being filed for patient death.